Event description:
It was reported that the keypad was inactive. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed. CAPA reference:ca-2015-0209.

Event description:
It was reported that the keypad is inactive. The customer wants to know if this is affected by the recall. No patient involvement was noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the keypad was inactive. There was no patient involvement.